Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 268 mg/dl and sensor glucose was 68 mg/dl at the time of incident when it triggered threshold suspend. The customer's father stated that the cannula on the sensor was bent. The sensor will be returned for analysis.

Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance test. Sensor failed per specifications.